Event description:
It was reported that two days after the implant procedure, the patient felt like "passing out" due to the device having pauses in left ventricular (lv) his bundle pacing. It was determined the right ventricular (rv) lead output had been programmed sub-threshold to allow only his bundle pacing via the lv lead, but the atrial capture management (acm) feature remained on, which led to pauses in pacing every 30 minutes as the feature tried to execute with rv only pacing. The acm feature was disabled and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.